Event description:
A vaxcel pasv PICC was placed for therapeutic purposes on june 24, 2004. During follow up, a leak was discovered at insertion site, distal to the suture wing. On june 2004, the catheter was removed.